Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose dropped to 26 mg/dl and that paramedics were called. The paramedics treated the patient's hypoglycemic episode with a glucagon shot. The customer was also given an IV drip since he was dehydrated and his blood glucose then stabilized. Troubleshooting for the low blood glucose was declined since the customer's health care professional already reviewed the settings on his insulin pump. No products were returned or shipped.